Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that the patient had experienced aneurysm enlargement and was diagnosed with a type ii endoleak after an unknown number of years post implant of the endurant stent graft. The physician stated that the branches related to the type ii endoleak had been embolized in order to resolve the type ii endoleak. During a recent follow up, further aneurysm enlargement was observed. The physician elected to partially excise the endurant stent graft and then implanted an unknown blood vessel prosthesis. Per the physician, the cause of the aneurysm expansion was unknown. No additional clinical sequelae were reported.